Manufacturer narrative:
Follow-up #2 (6/20/2013) -device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/19/2013 with the following findings: the complaint was not reproduced; the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (06/17/2013)-device evaluation: the control solution and associated test strips were returned on 05/06/2013 and analyses completed on 06/06/2013 and 06/12/2013 respectively by the product analysis department. The reported complaint could not be confirmed. However, a secondary issue (ecs-cs high glucose) was found. No issues were identified with the returned test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan alleging that the control solution results with the subject meter were below the expected control solution range. The information provided indicated that the control solution results were "121 and 117." There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.